Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to high pacing impedance in bipolar. The impedance was similar to measurements in the tip to coil configuration. It was noted that the impedance had been increasing year by year and a lead failure was suspected. The alert was turned off and the lead integrity alert (lia) was turned on. A revision for an additional lead is planned. No patient complications have been reported as a result of this event.